Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter complaint could not be reproduced. It was noted that a strip simulator and control solution tests passed and results met specification.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone to obtain additional information. The patient reported that she began to obtain what she felt were inaccurate readings with the subject meter approximately 1 week prior to contacting lfs. The patient reported that on (B)(6) 2012 during a doctor's office visit she obtained blood glucose readings of "238 mg/dl" with the subject meter and "162 mg/dl" on the doctor's meter (contour brand). The cca was unable to confirm how much time elapsed between the two tests. Assuming the tests were performed within 30 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient also reported that on (B)(6) 2012 at 10:37 am she obtained a reading of "297 mg/dl" with the subject meter. One hour prior to testing with the subject meter, the patient informed the cca that she had obtained readings of "100 mg/dl" and "87 mg/dl" on a lab result and her doctor's meter. It is unknown which of the two results was obtained with the laboratory results. At the time of the call, the cca noted that they were unable to confirm what medications the patient takes, if any, to manage her diabetes or if she took any action in regards to her diabetes regimen in response to the alleged inaccurate readings she was obtaining with the subject meter. The cca was also unable to confirm if the patient developed any symptoms as a result of the alleged meter issue. It was noted that the patient reported that her hcp adjusted her insulin in response to the meter readings. Replacement products were sent to the patient. Based on the information provided, there is no evidence the alleged meter issue caused and/or contributed to a serious injury. There was no mention of symptoms or treatment for severe hypoglycemia after obtaining the alleged inaccurate high readings with the subject meter. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria.